Manufacturer narrative:
H.6. Investigation summary: catalog 442020 batch no. Unknown. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: did erroneous results occur? Yes. Customer problem: molecular false positives. Steps taken with customer/troubleshooting: customer reported getting biofire positive results for c. Tropicalis. Customer does not know lot number(s). Was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: did erroneous results occur? Yes. Customer problem: molecular false positives. Steps taken with customer/troubleshooting: customer reported getting biofire positive results for c. Tropicalis. Customer does not know lot number(s). Was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient.